Event description:
The pt underwent laparoscopic left hemicolectomy procedure, due to malignant colon cancer. The anastomosis was created with the car device. Disruption of the anastomosis, peritonitis and sepsis were indicated on pod 3. The pt was re-operated with re-anastomosis and treated with antibiotics.

Manufacturer narrative:
This report is submitted on behalf of the MFR (niti surgical solutions ltd; 3005278776) and the (B)(4), as niti surgical solutions ltd serves as the designated complaint handling unit for both facilities. The production history files were reviewed, indicating that the device was released according to the product specifications. The ring was returned and investigated. No failure was detected and the ring was found to be within its specification. Anastomotic leakage is one of the most common complications of colorectal surgeries with both staplers and compression anastomosis devices, and the current cumulative leak rate, found with the use of the car device, is within the low range reported in the literature for anastomosis devices.